Manufacturer narrative:
Novocure medical opinion is that the contribution of optune gio therapy to the sleep disorder cannot be ruled out. Sleep disorder is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 61-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6), 2026. On (B)(6), 2026, the patient¿s caregiver informed novocure that, since initiating optune gio therapy, the patient had been experiencing sleep disturbances described as being unable to fall or stay asleep, due to the impairment caused by the device. Consequently, the patient was prescribed an unspecified medication to be taken up to five nights per week. The patient was advised to pause therapy during the remaining two nights. On (B)(6), 2026, the patient's prescribing physician informed novocure that the sleep disturbance could be logically attributed to sleeping with the arrays on. According to the provided medical record, dated june 01, 2026, the patient reported poor sleep and experienced sweating while taking zolpidem. The patient was instructed to discontinue zolpidem and was subsequently prescribed mirtazapine 15 mg.